Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-02541 and 3005099803-2009-02540. It was initially reported to boston scientific corporation that three flexima biliary stent systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient. According to the complainant, the stent would not release from the suture string. Two other flexima biliary stent systems were used with the same result. The procedure was completed with a fourth flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; catheter stretched and broke.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. A visual inspection of the returned delivery system found the guide catheter was stretched and separated in pieces. The proximal and the distal parts of the guide catheter were not returned. The suture was loose and not connected to the stent. The stent was not returned. The push catheter was attached to the guide catheter as used. The root cause of this complaint is most likely attributable to operational context based on the condition of the device.